Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 failed to recover. A field service engineer (fse) removed half of the cubie drawers 3.1 and 3.2 from the auxiliary chassis and found loose screws on hard stops. Then the fse re-tightened the screws, reseated all cable connections and reconnected the pixie bus cable and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: state university new york upstate medical university